Manufacturer narrative:
Device history records could not be reviewed as the lot number is unknown. The product was not returned for review, therefore the exact condition of the device is unknown. This device is used for treatment. A product history search could not be conducted, as the part and lot numbers of the implant are unknown. It was reported that the patient was revised due to implant fracture, but operative notes were not provided. Therefore, the complaint cannot be confirmed. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient was revised due to an implant breaking.